Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's current blood glucose level is 485 mg/dl. The customer treated with the pump via bolus. The customer mentioned that she had blood glucose of 503 mg/dl and 372 mg/dl earlier. Last night, the customer had blood glucose of 476 mg/dl. The customer delivered a bolus via bolus wizard and confirmed it was delivered correctly. The customer declined to troubleshoot for high readings.